Event description:
Ous MDR - it was reported that this atrial lead was explanted due to oversensing approx. Ten years after implantation.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 8 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The returned fragments were inspected visually, mechanically, and electrically. Multiple signs of abrasion were detected along the fragment. Especially between 5 cm and 2 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is with high probability the cause of the oversensing complained about. The observed damage manifestation leads to the assumption of friction at an adjacent partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted systems in the body were not available for analysis. In addition, cuts were detected in the insulation, which were most likely caused during the extraction. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.